Manufacturer narrative:
Instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(4) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument did not adequately seal the ima and the patient lost approximately 700 ml of blood. However, at this time, the root cause of the customer reported failure mode of the instrument is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon claimed that the endowrist vessel sealer instrument did not seal the inferior mesenteric artery (ima) at one point. The surgeon explained that initially, he applied energy to seal the ima using the endowrist vessel sealer instrument. At that point in time, he heard a beep indicating that the sealing function was completed. The surgeon then moved the instrument a few millimeters and sealed the vessel again. After activating the cut function with the instrument, direct and fresh bleeding from the ima was observed. The surgeon was able to control the bleeding by applying clips to the vessel. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event. According to the robotics coordinator, the surgeon indicated that the patient lost approximately 700 ml of blood during the surgical procedure. No other information was provided by the robotics coordinator.

Manufacturer narrative:
The initial MDR was submitted on 10/19/2016 with an incorrect date received by MFR value of 09/27/2016. The initial MDR should have been submitted with a value of 09/22/2016. In addition, the follow-up 1 MDR was incorrectly submitted on 10/21/2016 with a blank field. The follow-up 1 MDR should have been submitted with a value of 10/17/2016 based on the failure analysis completion date of the returned instrument. Therefore, this follow-up 2 MDR is being submitted with a corrected value of 10/17/2016.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist vessel sealer instrument involved with this complaint and completed investigations. The customer reported complaint of inadequate seal could not be replicated with failure analysis evaluation. The instrument was placed on an in-house system and driven. The instrument passed electrical continuity testing. The instrument also passed grip force and electrode gap inspections. No trouble was found with the evaluation of the instrument. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument did not adequately seal the ima and the patient lost approximately 700 ml of blood. However, at this time, the root cause of the customer reported failure mode of the instrument is unknown since the instrument was returned to isi, evaluated, and no trouble was found. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.